Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient woke up and 10 minutes later she had a seizure and was very lethargic. The parents called emergency medical services (ems) and after arrival the bg finger stick value was 34 mg/dl but the cgm value was 81 mg/dl on the dexcom app and on the omnipod display. Treatment included glucose gel applied inside her mouth and IV dextrose in the ambulance in route to the hospital. She remained in the emergency room (ER) for 3 hours until she recovered and her bg level stabilized. After returning home she felt fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined.